Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. It was indicated that the customer would continue to use the pump until the replacement pump was received. In addition, it was reported that the customer's blood glucose (bg) level was elevated (500's mg/dl) at the time of the call. The customer stated the reason for the elevated bg level was unknown. A correction bolus via the pump was delivered to address bg level. System check with tandem technical support indicated the pump was performing as intended. Recommendation was made to the customer to change out supplies however, the customer declined. The customer stated they would monitor bg level and contact their healthcare provider if necessary.

Manufacturer narrative:
(B)(4).